Event description:
On 09/01/2000, the facility's or materials coordinator informed the distributor's sales rep of the following: the device was implanted in 2000 and was fractured approx three (3) weeks later. No further details were provided.